Event description:
It was reported by the rep that the (1) 35ol was used during a laparoscopic nissen procedure. It was reported that the device was used as a liver retractor port. Upon removing the trocar from the pt, the surgeon noticed it had broken off at the tip and fell into the pt. The broken pieces were retrieved from the pt laparoscopically. There was no consequence to the pt.